Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. (B)(4).

Event description:
Gastrectomy- "device v&d to seal- a few regrasp errors. Mostly when nurse was using syringe with fluid at site. After 32 seals, handle started undoing. In a couple of instances it was very difficult to open. One time the doctor had to use his other hand to pry it open and release jaws." Patient stats: good.

Manufacturer narrative:
(B)(6). Investigation summary: the event unit was returned for evaluation. Engineering performed visual and functional testing on the device. Upon inspection of the unit, the device met all functional and electrical requirements; however, analysis of the device key activation logs confirmed the incident experience. The root cause of the "regrasp" errors is consistent when activating the device in the presence of conductive fluid. The instructions for use (IFU) states, "warning: prior to activating the device, remove any conductive fluid that is in contact with, or in close proximity to the electrodes of the device. Conductive fluids (e.g. Blood, saline, water, etc.) Can transfer current and/or heat and cause potentially unintended tissue effects." This document represents our final report.